Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the crack on reservoir compartment and reservoir lip ring half broke off. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.